Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with the er320 device? Can it be confirmed that the user brings forces neutral prior to beginning the firing process? Was there any torquing or downward pressure observed? Is there a photo or video available? If yes, please send to (B)(4). Please reference (B)(4). Intra-operatively, what was done to address clip malformation? During the re-operation, were clips identified? If yes, can their shape be described? In the re-operation, how was the leak addressed? What is the current patient status?

Event description:
Laparoscopic cholecystectomy. Patient taken back to the theatre for bile leak. The clips have not deployed correctly, either cross firing for no obvious reason or not closing correctly. The distal end closes but the proximal end does not.

Manufacturer narrative:
(B)(4). Batch # r93e49. Additional information was requested and the following information was obtained: what is the surgeon¿s experience with the er320 device? Very familiar used er320 for at least 20 years and even teaches on lap chole courses. Can it be confirmed that the user brings forces neutral prior to beginning the firing process? Yes was there any torqueing or downward pressure observed? No. What was done to address clip malformation? Clip left in place and a medtronic clip applier was used during the re-operation. In the re-operation, how was the leak addressed? Laparoscopically with medtronic clips. What is the current patient status? Well as far as mr horgan is aware. Per photographic evaluation: during the inspection of the photo provided. It was observed 1 malformed clip and 6 clips properly formed. Device analysis: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 17 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.